Event description:
Ms. Xxx tells us that her mother gave her grandmother an insulin injection and then accidentally pricked herself because the needle was sticking out of the plastic. // ms. Xxx tells us that her mother gave her grandmother an insulin injection and then accidentally pricked herself because the needle was sticking out of the plastic. 320561 lot: 5266029 tmaik (B)(6) 2026: as per attached my mother gave my grandmother an insulin injection and then accidentally pricked herself afterwards because the needle was sticking out of the plastic. This is to inform you about the risk of injury.

Manufacturer narrative:
Investigation summary: the investigation is currently in progress. Once the investigation is completed, a detailed summary will be provided.